Event description:
The customer reported that they did not get an audible or visual alarm for a vent fib event.

Manufacturer narrative:
The customer reported that they did not get an audible or visual alarm for a vent fib event. The customer stated that one nurse was at the central and one nurse was at the bedside and no audible alarm was heard at either location. The customer could not confirm if there was a visual alarm displayed. The nurses saw the wave of the screen alerting them to the event. The customer requested that this issue be investigated. The customer's biomed tested both the central station and the bedside monitor and found both were working to specifications, responding to simulated vfib's. The field service engineer (fse), went onsite to gather logs and to evaluate the device. Philips medical systems investigated the issue as described above and determined there was no evidence of a device malfunction. Data logs from the incident were gathered and analyzed. The logs indicate that two vent fib/tach alarms were provided, the first at 17:41:03, silenced at the central station at 17:42:02 and the second at 17:42:05, silenced at the central station at 17:42:05. There is no info to support that a device malfunction occurred. The alarm occurred, was silenced and stored in alarm review. No further investigation or action is warranted. (B) (4).